Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty (pci) procedure, foreign material was discovered. While flushing the 7 fr mach 1 guide catheter, white powder appeared from the catheter. The device was not used. The procedure was successfully completed with another mach 1 guide catheter. No pt injuries or complications were reported. Pt status is reported as "fine."